Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump suspended when their blood glucose level was not low. Customer's sensor glucose reading was 3.6 mmol/l but their blood glucose level was 10.6 mmol/l. The issue was occurring every 10 minutes. The device was not returned.